Event description:
It was reported that the control-iq algorithm delivered an auto-bolus in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was high; however, a specific bg value was not provided. The meter bg reading was unknown. As a result of the auto-bolus, customer's blood glucose (bg) level lowered to an unspecified value. The customer required third party assistance from spouse. The spouse squirted juice in customer's mouth to address low bg. The customer continued using the pump for insulin therapy.

Manufacturer narrative:
The pump was not returned to tandem diabetes care; therefore, a device evaluation was unable to be performed. Control-iq technology relies on current cgm sensor readings and will not be able to accurately predict bg levels and adjust insulin delivery if for any reason the cgm is not functioning properly. The information provided regarding the event is insufficient for dexcom to perform an evaluation of cgm sensor/transmitter data; therefore, an evaluation is unable to be performed for this event. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.